Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with symptoms of presyncope. The right ventricular lead exhibited noise and low impedance. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable post procedure.